Manufacturer narrative:
Received one 138114a unopened in original packaging. The lot number of the device - 201909115 was verified. A visual inspection found an encroachment in the seal of the packaging. Performed a functional inspection, the devices were dye leak tested per (B)(4) rev. F which indicated that the packaging had insufficient heat seal. The dye leaked into the gap caused by the encroachment in the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 66 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4). Per the instructions for use, the user is advised sterility guaranteed unless package has been opened, broken or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.